Manufacturer narrative:
A complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported failure to flush. Based upon the available information a definitive root cause could not be determined. A review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2021).

Event description:
It was reported that during port placement procedure, the port allegedly failed to flush. The procedure was completed using another device. There was no reported patient injury.